Event description:
High reading on their precision pcx meter. In blood glucose tests, customer received readings of 67 mg/dl (lab) and 449 mg/dl (meter), and 85mg/dl (lab) and 178 mg/dl (meter), all within a 10 minutes timeframe. The results when plotted on a parkes error grid fell into the 'c' and 'd' zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.